Event description:
It was reported that the patient experienced recurring incontinence with a previous artificial urinary sphincter (aus). The device was explanted and a new aus was implanted. No patient complications were reported in relation to this event. Additional information was requested, however, it was not provided. No more information is available at the moment, additional information will be provided as it becomes available.